Manufacturer narrative:
The evaluation of the x8-2t transducer verified the reported failure of the articulation knob stopped working. The transducer was found with the cable connector was damaged due to fluid ingress or corrosion, paint chips on the connector, bite marks on the insertion tube and a broken steering cable.

Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an x8-2t model transducer would not articulate during use, while in use with an epiq ultrasound system. The suspect transducer is being replaced at the customer site to resolve this issue. There was no patient or user harm associated with this event.